Manufacturer narrative:
Additional information: device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending, service history and risk documentation reviews for the equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Account reported surgery occurred in (B)(6) 2016. (B)(6). Field service specialist visited the account and checked the laser. Laser was found with optimal results. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that in (B)(6) 2016 he performed a kamra pocket procedure. From the day after, patient vision dropped from -1.25 20/20 pre-op to 20/40 with same refraction. Surgeon reported that he stopped performing kamra pocket procedures and that from that day on, no improvement occurred with patient. Patient is severely impaired at her work and at the time still at leave for medical reasons. Surgeon reported on (B)(6) that his plan is to wait for one more month. If no improvement he will explant the kamra inlay.